Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to it was not inflating for unknown reason. The device was removed and a new ipp was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was replaced due to it was not inflating. There were no further patient complications.